Event description:
On an unknown date, the patient was hospitalized due to stoma problems and repeated infections, therefore, the peg will be removed. A culture of the stoma was ordered because it was smeary, had bad odor and 10 cm of its circuit was red. The patient was prescribed antibiotics dalacin and ciprofloxacin. On an unreported date, the peg tube was removed with a gastroscope without any issues. The stoma was left open so that it can heal from the inside and out, covered by bandage. A naso-tube was placed in the right nostril so that duodopa treatment can be continued. The surgeon saw the beginning of a gastric ulcer, it was not known if it will be treated. On (B)(6) 2019, the patient was feeling fine and the stoma had begun to heal, only a small leakage. The patient will be taking antibiotics until (B)(6) 2019. No new time for insertion of a new peg has been received yet.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg) tube placement. The reporter stated that the patient had severe leakage from the stoma and had been treated with unknown antibiotics three times due to bacterial growth.